Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that a one touch ultra2 meter broke into pieces after she accidentally dropped the meter from a high place. The medical affairs specialist spoke to the patient's mother on june 6, 2008 and obtained the following information. The patient stated that the reported issue started about two and a half weeks before she called lfs. She claimed she was unable to test her blood sugar during the issue. She reportedly normally calculates dosage of humulin n based on the meter readings, but was guessing the dosage of humulin n based on how she feels during the issue. The patient's mother mentioned that her usual dosage of humulin n varies from 5 units to 20 units based on her meter readings. During the issue, she was taking about 15 units of humulin n. The patient reported of feeling very thirsty several times during the issue. Her mother mentioned that she usually feels very thirsty when her blood sugar is high, around 200 mg/dl. Her mother mentioned that she was administering an increased amount of insulin, 15 units to 20 units, when she was feeling very thirsty. The patient also reported of feeling clammy and tired sometime during the issue. Her mother stated that she usually feels clammy and tired when her blood sugar is low. She treated herself by eating or drinking something. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient alleged that she was unable to calculate the accurate dosage of the insulin to administer due to the reported issue and later, experienced symptoms which could be associated with hyperglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.